Manufacturer narrative:
Additional information: the video provided by the customer was evaluated. The video showed an eye being implanted with an iol claimed to be a tecnis monofocal single piece iol preloaded in the simplicity delivery system model (dcb00v). A gelatinous grayish and whitish substance was observed entering into the anterior segment of the eye along with the lens when being implanted and arising from the delivery system. Per the video, the substance was located in the posterior surface of the lens; the substance was removed from the eye through irrigation and aspiration without difficulty. The substance may be potentially compatible with biocompatible cartridge coating. The actual root cause of the observed and its definitive clinical impact could not be determined from a video assessment. The complaint issue "foreign material - loose" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section d6b - explant date: not applicable, as lens remains implanted. . Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded monofocal intraocular lens (iol) was implanted, there were scratchy fibrous foreign matters on the back of the lens. The iol was properly implanted in the patient's eye and the foreign matters were firmly removed with irrigation and aspiration. No patient injury was reported. No medical intervention was required. No further information was provided.